Event description:
It was reported that while attempting to treat a lesion at the left anterior descending/diagonal bifurcation, using a kissing balloon technique, one of the guide wires perforated the vessel wall. An attempt to treat the perforation using a dilatation balloon was unsuccessful and the pt was sent to surgery. Two days after surgery the pt had a gi bleed and expired.